Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 2.5mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. Inflation was performed at 8 atmospheres (atm) for 30 seconds, 14 atm for 1 minute, and 18 atm for 3 minutes. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.